Manufacturer narrative:
Product, radiographs, or photographs associated with this event has not been provided for review. The complaint therefore cannot be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. The biomet restorative manual has been reviewed to verify presence of instructions regarding placement and torque recommendations for the iunihg. A definitive root cause has not been determined.(B)(4)

Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured screw. A portion of the screw remains in the implant. The patient's crown and abutment had come out.